Event description:
Maude event report rec'd from FDA indicates pt experienced refracture of right hip with 'mechanical failure of hardware: 4 screws implanted in a plate in 2006, were noted as broken. The top half of the screws and the plate were removed on the evene date, and pt was revised to a longer plate.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no product was returned. Synthes is unable to determine the MFR date without a lot number.